Manufacturer narrative:
Customer reported mastitis while using the freestyle device. Contact with the customer is on going and incomplete. Should additional info or the original product become available resulting in new, changed, or corrected info, a follow up report will be created at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294:breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that they were experiencing low suction with their freestyle breast pump. They also reported that they had been treated for mastitis in the ER and that they were given naproxen to treat the mastitis.